Manufacturer narrative:
Product analysis: the complaints were unconfirmed. It was found that the stylus was not plugged in completely. Once plugged in, the stylus worked properly on all areas of the screen. Reports and strip charts were able to be printed without issue. A cord door latch was found to be broken, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working properly. It was further reported that the programmer's printer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.